Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the check valve was separated from the sheath. The product was replaced with a new one, and the procedure went successfully without any issues. A section of the device did not remain inside the patient''s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: section c. Correction - this MDR is being submitted to indicate the event is not reportable. Upon further review, it was determined that this event is not reportable per 21cfr part 803.50 as it does not meet the criteria for a death, serious injury or reportable product malfunction. A review of reporting software revealed there are no previous incidents of hub separation of the rssw sheath that lead to a death or serious injury. Additionally, review of risk documentation indicated that this malfunction is not likely to cause serious injury if it were to reoccur. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Narrative: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The product was returned and photos of the device are available. Investigating the photos of the device, the wrinkles of the flare show that it was properly flared with the flaring iron. It is reasonable to suggest that the device met forces beyond its intended design. The root cause cannot be determined. Monitoring will be conducted for similar complaints. Per the risk assessment no further action is required.